Event description:
The manufacturer received information alleging a ventilator shut down, the patient was manually ventilated and taken to a hospital. The patient recovered. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board needs replaced to address the issue.